Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of tubes were underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states tubes are underfilling.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of tubes were underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states tubes are underfilling.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.